Event description:
Omron healthcare, inc. Received a letter regarding a claim from (B)(6) on (B)(6) 2015. In the letter, it was reported that the insured sustained severe damages to their home as a result of the fire. The engineer that was called in to investigate the cause of fire identified the cause of the fire as being the omron blood pressure monitor which was the only item plugged into the electrical outlet in the master bedroom in the area of the origin of the fire. The engineer concluded: based upon our investigation to date, we have formed the following opinions: the area of fire origin was at the omron blood pressure monitor located in the area of fire origin; the probable source of heat for ignition was an electrical failure of the power cord for the omron blood pressure monitor. Additional examination is suggested to verify; the probable first fuel ignited was the power cord insulation and combustibles on the wooden desk including paper/documents; the fire is classified as accidental at this time based on the remaining physical evidence and reported information; no other competent sources of heat for ignition were identified in the area of fire origin. Additional destructive examination of the unit is an option at your discretion after the manufacturer is placed on notice. At this time, our claim is still ongoing. Additional communication from the (B)(6) representative (dated 11/02/2015) stated they are unable to provide complete engineering report at this time. And, they were not in a position to forward the evidence to omron. They also stated, if omron wishes to examine the evidence, omron may have our expert contact their engineer to make arrangements for joint examination.